Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
As per complaint form: "the first catheter was put on a (B)(6) child on (B)(6) 2013. There was a leak at the level of the change of caliber. The catheter could not be placed. Second procedure was on (B)(6) 2013. The catheter was placed. Additional info requested (B)(6) 2013. On (B)(6) 2013 the catheter had to be removed because they noticed the same issue. Because of this, they had to place a vital port on the child. The first product used on (B)(6) was binned. The second one used on (B)(6) will be available for collection. Catheter for parenteral feeding.